Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2012-13008, 13010. The pt reported feeling a burning sensation at the pocket when stimulation was on . The pt also reported the stimulation was not providing pain relief and had turned off the stimulation 8-9 months prior to removal. After the doctor removed the scs system, he informed the pt the system had been running the entire time, however, the pt never felt the stimulation. The pt stated he still had a burning sensation in his left buttocks where the ipg was located and had an MRI to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.